Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the ¿pump was malfunctioning and cause [blood glucose] bg levels to go extremely high.¿ no further details were provided. Customer technical support made attempts to contact the reported for additional information and troubleshooting, without success. In the absence of bg values or signs/symptoms of hyperglycemia, the alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of a non-specific pump malfunction